Event description:
It was reported the patient was hospitalized for 36 hours due to some dizzy spells and nausea. The hospitalization occurred on the weekend of (B)(6). The symptoms had been happening frequently and the patient was concerned. The patient was wondering if the device could have been the cause of the symptom that had been happening for at least two months. Further follow-up is being conducted to obtain more information regarding the dizzy spells and nausea and if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mqlv, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).